Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. As received, the insert contains a tip fracture at edm hole. We are unable to properly investigation the device in this condition.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-10s insert tip overheated; no injury resulted.